Event description:
Additional information was received reporting the cause of the catheter break was not determined, but there was a lot of resistance advancing the pipeline through the phenom. The resistance occurred in the distal section of the catheter. There was no damage to the pipeline pushwire or catheter observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 had resistance in a phenom catheter and the catheter broke. The healthcare provider (hcp) was advancing the pipeline through the carotid syphon of the internal carotid artery (ica), it became difficult to advance the pipeline, the benchmark fell back and then the phenom broke when he was trying to advance the pipeline. It broke during use. There was no difficulty during injection. There was force applied during delivery. The catheter tip was not entrapped or stuck. There was no vasospasm. The cahteter was not stuck in the guide catheter. No surgical or medical intervention is required. It broke in the distal section. The brkoen segment will be returned. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU.  The patient was undergoing pipeline embolization of a pcom aneurysm. Vessel tortuosity was moderate. The access vessel was the right femoral artery. No patient symptoms or complications were reported.  Ancillary devices: bechmark guide catheter lot f000010395.

Manufacturer narrative:
H3: the pushwire was returned stuck inside the phenom 27 catheter. The pipeline flex shield braid was not returned. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be separated at 14.5cm from the distal tip. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. In addition, the catheter body also found to be accordioned at 11.0cm to 16.4cm from the distal tip. No other anomalies were observed. The pushwire was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Based on the returned devices, the customer complaint was confirmed as the pushwire was stuck inside the phenom 27 catheter. Additionally, the catheter was found separated. From the damages seen on the catheter (accordioning/separating) and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to retrieve the pipeline flex shield through the catheter against resistance. Possible cause of resistance includes lack of continuous flush with heparinized saline during delivery. The customer reported that the vessel tortuosity was moderate. However, the cause of resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.